Manufacturer narrative:
(B)(4). Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with infection on right eye post treatment on (B)(6) 2015. Treatment date is (B)(6) 2015. Surgeon suspects viral infection of cornea as patient has approximately 6 focal hazy spots spread across superior half of flap. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurry vision and gunky eye in the morning. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2015; right eye pre-op 20/20 -1.25 x -.50 x 172; left eye pre-op 20/15 -2.25 x -.50 x 13. Bcva from (B)(6) 2015; right eye pre-op 20/20 -.25 x -.25 x 0; left eye pre-op 20/15 .00 x .00 x 90. Surgeon was refering patient to cornea specialist.